Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia and was treated it at hospital on an unknown date. Blood glucose level was 695 mg/dl. Customer stated that his transmitter was lost by hospital during treatment of hyperglycemia. It was unknown whether the customer was using auto mode feature during incident or not. No further details given regarding hospitalization. Insulin pump will not be returned for analysis. Unomed inf set, frn-mmt-332-rsvr, mds- mmt-7811-xmtr, ozp-mmt-7020-snsr.